Event description:
It was reported that the patient¿s device was moving around in the pocket and her healthcare provider (hcp) revised it. The healthcare provider (hcp) further noted that the cause of the ins moving was that the anchor suture broke and the ins ¿flipped.¿ the patient was taken to the operating room and the ins was resutured x2 in the correct position on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 97754, serial# (B)(4), product type recharger. (B)(4).